Event description:
It was reported, the patient had a urinary tract infection. It was noted, the patient had pain and burning during urination. It was reported, the patient was prescribed bactrim for seven days. It was noted, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3093-33, lot# v140057, implanted: 2008 (B)(6); product type lead. (B)(4).